Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device was received with a cracked case at the battery tube threads. The device was also received with a minor scratched liquid crystal display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the button had not been pressed for longer than 3 minutes. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.